Manufacturer narrative:
Overall investigation summary: incident: 80 ml of air was injected in the patient instead of contrast. After removing the syringe, they did not see anything strange, then they put the syringe back in the injector and pulled up again and then they saw that there was liquid coming into the syringe. They used the set the whole day after the incident and threw it away at the end of the day. Requested extra training and suggested to check the injector. Injector worked ok since the incident. Investigation: although air injections are typically a user issue, guerbet service sent their field service engineer (fse) to check the injector. Fse tested system & performed inspection (ref. Test & inspection data, 846130- g) and unit operation was verified ok. Service removed contrast residue from various parts and stated that the gripper on the a side was very dirty. Fse commented that the dirty gripper and contrast residue could not have been the reason for the air injection. Note: prior to injection, the optivantage injector sends a prompt to the operator requiring them to ensure all air is purged from the system and associated hardware, prior to injection. The operator must manually confirm the purge before the injector will enable the injection. Additionally, the device's IFU (ref. IFU, 848581-c, section 4.1) contains precautions as well as steps to prevent air injections. Guerbet's product specialist went to the facility and discussed the incident & protocols with department individuals. The specialist discussed best practices (as per the instructions for use') in regard to: purging air from system, associated precautions, as well as, steps to prevent air injections. The specialists plans to due further training but because of covid a date has not been planned. Cts history search shows no other similar issues with this unit. Root / probable cause code: personnel - performance - failed to follow procedure. Root / probable cause summary. See failure mode (see components and overall investigation summary). Injector operation verified. Probable root cause was operator error in purging air from syringe and/or tubing (ref. IFU, 848581-c, section 4.1). No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary: fse reported that the injector was operating as designed. Service confirmed that best practices training was conducted just after the incident.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that 80 ml of air was injected in the patient instead of contrast. There was no harm to the patient at the end, but after 1.5 hrs of giving oxygen and laying flat they decided to do a hart catheterisation to remove the air form the heart (30-40 ml). They do not know what happened, the drip chamber was full of contrast, but the syringe was full of air. It was the first patient of the day (around 12.15 hrs). After removing the syringe they did not see anything strange, than they put the syringe back in the injector and pulled up again and than they saw that there was liquid coming into the syringe. They used the set the whole day after the incident and throw it away at the end of the day. Injector works ok now since the incident.